Event description:
It was reported that the end of the tip was fractured. The device was in contact with the patient. The patient was not injured. The event led to an increase in surgery time of 15 minutes. Additional information received on (B)(6) 2015: the (B)(6) patient was undergoing a liver resection. The tip was in use for about 20 to 30 minutes before it broke. There was no consequences to the patient due to the breakage of the tip and the surgery delay. The tip was replaced with a new one.

Manufacturer narrative:
Integra completed its internal investigation. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: evaluation of returned tip shows crack at the pre-aspiration hole, which is a high-stress area. Device history record reviewed for this product ID lot # tl-314007 manufactured on october 06, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back for the reported failure and or related to "tip fracture, cracked or broke " for this product ID shows that 14 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: root cause failure for the tip breakage cannot be conclusively determined at this time. User reported using an argon beam coagulation device around the distal end of the tip, which resulted in damage to the tip and could have weakened the tip, especially after 20-30 minutes of use in that manner.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.